Event description:
This complaint was created due to the receipt of a medwatch report ((B)(4)) on 31jan23. The current complaint database has been researched for this event and there were no findings. The report was found to be written against plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20. It was stated that the device was being used during an arthroplasty resection shoulder with cement spacer procedure that occurred on 20dec22. The report stated, ¿mid operation the cautery began to malfunction. The cautery being used was a plume pen cautery (cautery with smoke evacuator). The smoke evacuator machine and cautery machine were simultaneously running on their own without anyone pressing the button causing a burn to the patient's right shoulder. When issue was recognized, team stopped using cautery machine and switched to a different cautery machine. Issue continued with new machine, so the plume pen cautery was completely unplugged and replaced with normal cautery pen (one provided in the ortho basic pack). After replacing plume pen cautery no other issues were noted. Surgeon was present for event. Ortho manager was notified. 2 cautery machines and smoke evacuator machine were removed from the or following the procedure and replaced with new cautery machine.¿. Further assessment questions found that the degree of burn is unknown, the procedure was completed. The device was in contact with the patient and was not being used or held by the user at the time of the event. There was no report of medical intervention or hospitalization for the patient. The patient status was listed as ¿well¿. This report is being raised on the basis of injury due to unknown degree of burn to patient¿s right shoulder.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that for procedures where visualization may be impaired, be alert of these potential hazards: the electrode tip may remain hot enough to cause burns after the current has been deactivated. Inadvertent activation or movement of the activated electrode outside of the field of vision may result in injury to the patient. Localized burns to the patient or physician may result from electrical currents carried through conductive objects. Current may be generated in conductive objects by direct contact with the active electrode, or by the active accessory being in close proximity to the conductive object. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report (B)(4) on 31jan23. The current complaint database has been researched for this event and there were no findings. The report was found to be written against plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20. It was stated that the device was being used during an arthroplasty resection shoulder with cement spacer procedure that occurred on (B)(6) 2022. The report stated, ¿mid operation the cautery began to malfunction. The cautery being used was a plume pen cautery (cautery with smoke evacuator). The smoke evacuator machine and cautery machine were simultaneously running on their own without anyone pressing the button causing a burn to the patient's right shoulder. When issue was recognized, team stopped using cautery machine and switched to a different cautery machine. Issue continued with new machine, so the plume pen cautery was completely unplugged and replaced with normal cautery pen (one provided in the ortho basic pack). After replacing plume pen cautery no other issues were noted. Surgeon was present for event. Ortho manager was notified. 2 cautery machines and smoke evacuator machine were removed from the or following the procedure and replaced with new cautery machine.¿. Further assessment questions found that the degree of burn is unknown, the procedure was completed. The device was in contact with the patient and was not being used or held by the user at the time of the event. There was no report of medical intervention or hospitalization for the patient. The patient status was listed as ¿well¿. This report is being raised on the basis of injury due to unknown degree of burn to patient¿s right shoulder.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.